Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. There was no alleged device malfunction contributing to the rash. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the rash. Reporting out of an abundance of caution. Follow up indicated that the rash improved.